Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor is fractured in the body. Customer¿s blood glucose level was 117 mg/dl at the time of incident. Customer reported that they did not receive medical treatment as a result of the sensor fracturing in the body. Customer also stated that the insulin delivery was not suspended due to sensor glucose value. The sensor will be returned for analysis.